Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of a p-com aneurysm. It was reported the coil was implanted and subsequently a coil loop came out of the aneurysm upon deflation of the balloon. No patient injury reported.